Manufacturer narrative:
This report is being submitted as follow up no. 1 correct the reported product code in section. The correct product is (B)(4).

Manufacturer narrative:
The actual device has been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions section. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file found one similar report with the involved product code/lot# combination. See MDR 3013394970-2017-00048. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported deployment difficulties with the angio-seal device. The following information was provided by the user facility: the 6f angio-seal failed to deploy on the (B)(6); hemostasis was achieved by manual compression in the lab; the patient did not require any further intervention following the angio-seal issue; and there was no harm to the patient.